Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings.on investigation, the pump powered up to a dim and discolored display screen. A battery compartment crack was found below the grip pad. Review of black box data did not find any power-on-reset event. During evaluation, the pump would not retain the user programmed time/date settings when the primary aa battery was removed. Investigation revealed that the internal clock battery on the printed circuit board malfunctioned. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the display was dim/discolored. This report is made based on results of investigation completed on (B)(6) 2016.